Manufacturer narrative:
Results: the complaint for "neurological deficit disorder" was confirmed base on event details. The reported issue is more likely due to patient anatomy. As received, the lead was cut into two pieces; consistent with explant damage and no other visual anomaly was observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal stimulation after his permanent procedure. It was also reported the patient lost mobility in his legs and toes and 80 to 90% of sensation from stimulation. As a result, the patient's scs system was explanted. The physician had difficulty placing the lead and confirmed the patient experienced an epidural hematoma. Post-op, the patient was able to wiggle his right toe. The patient was taken to another healthcare facility for imaging and observation. In turn, the patient was sent to a rehabilitation facility and no other interventions have been taken.